Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient can't see three feet in front of him, he can't drive, and vision was getting worse, can only see near vision but can't see far vision, can see better with the other eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).